Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 311-315 mg/dl with small ketones and customer experienced dehydration. The customer indicated that the occlusion alarm may have been triggered by a bent infusion set cannula; however, was unsure of the root cause and unable to confirm as the supplies had been changed. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Reportedly, treatment resolved the issue and customer sustained no permanent damage. Multiple contact attempts were made by tandem technical support to obtain the hospital release date; however, the customer did not respond.